Event description:
It was reported that during implant the surgeon attempted to disengage pump and while attempting to disengage with both the unlock tool and debakey forceps, the purple lock broke in the process. The surgeon then attempted to re-engage pump and apical cuff without success. A new device was opened and used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Correction b1/h1: product problem/malfunction. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular asist system (lvas), serial number (B)(6), confirmed an issue that would have contributed to the reported event; however, a specific cause could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft, sealed outflow graft bend relief, and the outflow graft clip were not returned. The modular cable and apical cuff were not returned. The cuff lock did not reveal any evidence of scratches or scoring. Both of the cuff lock locking arms were visibly bent out toward the locked position, rather than in toward the lock-out position. The cuff lock slid freely when manipulated but the bent arms caused the lock to travel into the fully locked position with minimal resistance. Measurements taken of the cuff lock confirmed that both of the locking arms were slightly bent out of specification. Also, the locking tab was also bent upwards. Review of manufacturing documentation, which includes installation, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. A specific cause for the deformation of the cuff lock locking arms as well as a duration of time for which the deformation was present could not be conclusively determined through this evaluation; however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. The blood-contacting surfaces of (B)(6) revealed no evidence of depositions or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2022. Review of the lvad final assembly DHR showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 lvas instructions for use (IFU) is currently available: section 5 entitled ¿surgical procedures¿ (under ¿surgical considerations¿) cautions: after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the cuff lock of the heartmate 3 lvad. If the cuff lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the cuff lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the cuff lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. Section 5 of the IFU further warns: during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 5 (under ¿inserting the pump in the ventricle¿) explains how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. This section also outlines the steps to complete if the orientation of the pump requires adjustment and instructs to use a sterile surgical tool to unlatch the cuff lock, if necessary. No further information was provided. The manufacturer is closing the file on this event.